Event description:
The facility reported a flogard infusion pump that presented "alarm door open". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the event history review showed that upon review of alarm log it was found the alarm door open in channel 2. The reported condition of "alarm door open" was confirmed during device evaluation. The assignable cause was a missing door magnet. The door magnet was installed to resolve the issue. If additional relevant information becomes available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.